Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The number of affected channels gradually increased over time and the user then no longer had hearing benefit with the device. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conlcusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The number of affected channels gradually increased over time and the recipient then no longer had hearing benefit with the device. The recipient was re-implanted on (B)(6) 2019..